Event description:
It is reported that the patient was plated for a forearm fracture on (B)(6) 2013. The intact hardware was fully removed due to non-union, delayed healing and infection at the fracture site. After the hardware was removed the patient received antibiotic bead treatment. No new hardware was implanted or schedule for implantation at this time. The surgery was completed successfully with no delay in the surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.